Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; product ID 8784 (serial: (B)(6) ); product type: 0184-catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the healthcare provider was expecting 2.4 ml and got back ~30 ml. They said this had happened with the last few refills. With the previous refills the fluid was clear however this time the first 20 ml was yellow-tinged and the last 10 ml was pink-tinged. Additional information was received from the company representative reported that they also spoke to the patient's father who thinks the therapy was not as effective as it used to be however the provider was not seeing the same issues. The patient's father states that they saw a return of some spasticity. Patient was referred to neurosurgery and a surgical plan is being put together to replace the pump and the catheter.

Manufacturer narrative:
H3. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider and a manufacturer representative, who reported that the distal tip of the catheter was left in the patient. The cause of the volume discrepancies was not determined. The fluid around the pump was still at the lab for analysis. A pocket fill was not confirmed. There was no alarm for low or empty reservoir.